Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called via phone call on (B)(6) 2017 as she had a high bg event of 522 mg/dl. The customer treated with an insulin pen. The customer changed the infusion set, it was bleeding no soreness at the site. The customer did not require emergency treatment. Troubleshooting was performed. The insulin pump is working as designed. Nothing is returning.